Event description:
It was reported by the customer that they had low blood glucose levels of 40 mg/dl. Customer stated that six of their sensors had bent cannulas and were giving inaccurate readings. Customer also stated that near the sixth day of using the sensors, dried blood would form near the insertion site. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.